Event description:
It was reported that during a ptca treatment procedure, deflation difficulties were encountered. While attempting to dilate a calcified right coronary artery in-stent re-stenosis, the balloon was inflated to 3 atms. They where unable to deflate the balloon and it remained stuck in the stent. The physician tried unsuccessfully to deflate the balloon and eventually used the guide cahteter to withdraw the still inflated balloon into the aorta, where he was able to burst the balloon. The pt is reported to be "doing fine." No add'l info is available at this time.